Event description:
Nurse connected chemotherapy to the plum pump primary tubing cassette. When nurse unclamped the secondary line containing the chemotherapy the spiros, meant to prevent chemo spills, started leaking where it was connected to the secondary tubing. Rn re-clamped secondary line, place chemotherapy bag and tubing in chemo bag and brought it back to the pharmacy. Pharmacy made a new bag and line for chemo to be administered.